Event description:
The customer reported the unit was not communicating with workstation. The system is freezing after reboot and they cannot fluoro.

Manufacturer narrative:
The ge service rep found unit froze in the time and date screen. He reset the workstation boards and adjusted the 5v power supply. He also noticed the unit had older style cpu board and advised customer the board could be causing the intermittent "no comminication with workstation" error message and that it might have to be changed. After reseating the board, the system worked fine. The rep checked the system and the unit is working as intended.